Event description:
Physician reports that one of his pt's reported a pregnancy, five months following essure micro-insert implantation. Pt did not return for an essure confirmation test (hsg). Because it was an ectopic pregnancy, the pregnancy was terminated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).